Event description:
It was reported that in a meniscus suture surgery the t1 and t2 deployed simultaneously. No known time delay was reported. A backup device of the same kind was available to continue the procedure. No patient harm reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent where the shaft and tip transition down in diameter. The actuator is in its post t2 position indicating a complete deployment. No ts or suture remain on the insertion needle however t2 and the suture were returned. Examination of the construct showed t1has been cut free, t2 and the suture show no abnormalities. The device was functionally tested for proper actuator advancement and cycling and was found to function. Reported complaint of simultaneous deployment cannot be confirmed. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.